Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a damaged usb connector. Pictures were taken. Receiver charge and boot tests were performed and failed due to a damaged usb connector. Functional tests were performed and failed due to a damaged usb connector. The receiver log was not downloaded and reviewed due to a damaged usb connector. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).